Event description:
The manufacturer received information alleging a hospital nurse reported that an "alarm sounded previous night and the unit had become inoperative temporarily. After that, the nurse rebooted it then confirmed it operated so it had been used". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. View of the device's event log revealed an error indicating "unable to write to event log" occurred. The device's power management board was replaced to address the issue.